Manufacturer narrative:
One cadd: administration set was returned for analysis. Leak testing did not result in any findings related to the reported problem. In order to perform a complete root cause analysis of this failure mode a CAPA was initiated.

Event description:
Investigation details for cadd administration set provided that a manufacturing issue contributed to leakage from the filter. There was no patient involvement. The hazardous situation for the given complaint device would likely cause or contribute to a death or serious injury if the malfunction were to recur.